Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history record (f1527402) indicated that there were no non-conformances related to this event and the mynx device lot met all established performance criteria prior to shipment. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined; however, incidents are monitored on a routine basis for trends. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that while pulling the balloon of the mynxgrip device back to the sheath, the procedural sheath started to move back, the balloon "lunged back" and lodged inside the 7f procedural sheath. The device was being used for arterial closure following an interventional peripheral procedure. As reported, the balloon did not actually lose pressure. At prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at the arteriotomy. Resistance was not felt while inserting the device. Resistance was not felt while pulling back. The reported issue was reproduced on the table after the device was taken out of the patient. The inflated balloon pulled through the sheath on the table. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient's condition was described as fine and hospitalization was not prolonged as a result of the mynx event. No further information is available.

Manufacturer narrative:
Device available for evaluation?: was updated. Device evaluated by MFR?: was updated. (B)(4).